Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem cannot be determined as the heater line connector was not returned for evaluation. The reported condition was not verified. Batch review was not performed as batch information is not available. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the heater line of the homechoice cassette and physioneal bag that resulted in fluid flow; further described as the connection between the dialysis solution and the heating line was not tightened, and the dialysis solution flowed. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.